Event description:
It was reported to medtronic minimed that the customer experienced the discrepancy between the sensor glucose and blood glucose and high blood glucose. The customer reported a blood glucose value of 450 mg/dl or 25 mmol/l, a sensor glucose of 15 mmol/l, and the difference was more than 30%. The customer reported hyperglycemia was treated with hospitalization: overnight stay, insulin pump (subcutaneous insulin infusion), manual injection/insulin pen, and malaise, confusion/disorientation was treated with hospitalization: overnight stay. The event involved product(s) mmt-7040c1. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. Customer also alleged possible under delivery of the pump due to bolus was not effective. The sensor glucose vs. Blood glucose difference was not within the target range. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.